Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced. The problem source cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device alarms lec 1720 during testing. No patient injury was reported.

Event description:
It was reported that the device alarms lec 1720 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced. The problem source cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.